Event description:
Reportedly, the subject pacemaker could not be interrogated during a follow-up performed in (B)(6) 2020. The magnet rate was 70 min-1. The two last follow-ups were performed on (B)(6) 2019 and (B)(6) 2019. The estimated residual longevity was 2 years and a half in (B)(6) 2019 and 12 months in (B)(6) 2019. The pacemaker was replaced on (B)(6) 2020 and given to the patient. Preliminary analysis revealed that normal battery depletion occurred according to hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker could not be interrogated during a follow-up performed in june 2020. The magnet rate was 70 min-1. The two last follow-ups were performed on 10 april 2019 and 21 october 2019. The estimated residual longevity was 2 years and a half in april 2019 and 12 months in october 2019. The pacemaker was replaced on (B)(6)2020 and given to the patient. Preliminary analysis revealed that normal battery depletion occurred according to hrs guidelines.